Event description:
Screw reported to be broken in tibial tunnel. A second surgery was necessary to retrieve the part. Pt reported to be complaint with post operative instructions. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the sample returned measured approximately .839" from hex to tip and is white. Follow up wtih customer indicates the surgeon's impression is that the implant may have become damaged at insertion since the ligament was very stable, and no signs of loosening were noted at revision. This concurs with results of previous complaint evaluations where the cause is typically not fully inserting the driver tip into the implant. Product dfu cautions user that failure to engage the screw completely (not inserting the driver into the implant to a fully seated position) may result in damage to implant device. This event was attributed to misuse.